Manufacturer narrative:
In response to medwatch mw 5085693; reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "rupture" of a saline implant. Device has been explanted.